Event description:
It was reported that after the sales rep spoke to the physician's assistant and the perfusionist about the field safety alert, one of the surgeons stated that they had an incident last week. Per the sales rep "it was unclear which sheath was used. It was reported that there was difficulty getting the wire in and getting the sheath in." There was difficulty getting the intra-aortic balloon (iab) through the sheath. The iab and sheath were removed. Surgical intervention was required; md performed a cutdown and artery repair. There was no reported pt death or injury. There was a reported delay in therapy because the md inserted another iab in the opposite leg. The pt outcome is "ok". Add'l info received from the sales rep on 10/21/2010 stated that "it appeared that the incident was related to pt anatomy."

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.